Event description:
Customer's family member called on behalf of the customer. The family member is alleging the customer's ot profile would not power on. The issue was not resolved after changing the batteries. The customer's meter was not powering on for 2-3 days. Customer visited their physician who prescribed avandia to take in conjunction with their insulin due to high blood sugar readings. The customer takes insulin based on their meter results and was guessing at the right amount to take. Meter has been replaced for customer.